Event description:
Adverse event(s): "a shadow on the side of his eyes" (visual disturbances). Product problem(s): "none reported" (no info [iol(intraocular lens) implanted]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, he sees a shadow on the side of his eyes. In a follow up, the consumer reported he has spoken with his doctor and was happy with the explanation. He is very happy with his vision and the performance of the lenses. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).